Event description:
It was reported when using the bd alaris lvp 20d low sorb ss 1.2m, the user identified a damaged (broke) product. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the lipid line broke at the filter. Lipid line broke at point where filter is.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd alaris¿ lvp 20d low sorb ss 1.2m , the user identified a damaged (broke) product. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the lipid line broke at the filter. Lipid line broke at point where filter is.